Event description:
It was observed that during the device evaluation, the camera head exhibited a leak on the connector end. There was no patient involvement.

Manufacturer narrative:
The subject device was evaluated. Additional findings include; optical abnormality, would not zoom in due to a crack on the focus ring, switch number one and switch number two were not working as no click sound was observed, and the rear cover label was discovered to be faded. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿." "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." The most likely cause of the issue was due to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.